Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home and lost consciousness. The patient's mother called ems. Review of the patient's download data revealed that prior to passing, the patient received one non-lifevest defibrillation, one appropriate treatment from the lifevest, and three inappropriate treatments from the lifevest. At 2:12:38, the patient was in sinus tachycardia at 110 bpm with pvc's. The rhythm then degraded to vt at 250 bpm with varying amplitudes. At 2:13:11, the patient received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 250 bpm with varying amplitudes and electrode lead fall off/post shock rhythm was vt at 270 bpm with motion artifact and electrode lead fall off. The patient was in vt for approximately 32 seconds before receiving the defibrillation. The lifevest typically requires 60 seconds of sustained vt before a treatment can be delivered. At 2:14:05, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 190 bpm, the post-shock rhythm was sinus rhythm at 60 bpm with nsvt. At 2:15:20, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 80 bpm with pvcs and nvst, and the post-shock rhythm was sinus rhythm at 70 bpm with nsvt. At 2:15:54, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 70 bpm with nsvt, and the post-shock rhythm was also sinus rhythm at 70 bpm with nsvt. At 2:16:31, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 70 bpm with nsvt, and the post-shock rhythm was sinus bradycardia at 40 bpm with nsvt. Nsvt contributed to the false detections. The patient's rhythm then degraded to asystole with CPR and motion artifact. The patient's remained in asystole with CPR and motion artifact until the device was shut down at 4:15:43. There is no indication that a device malfunction caused or contributed to the patient's passing. The equipment was returned and was found to be fully functional.